Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed based, on the customer report. However, the root cause could not be determined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 1. The care giver (cg) stated the hc alarmed and when he checked patient line, the cg noticed it was disconnected from the transfer set. It was unknown how the patient line had become disconnected. The supplies had not been damaged by an outlet port clamp or assist device. The baxter technical services representative (tsr) had the cg close the transfer set and cycle the power. A system error 2367 alarmed. The tsr had the cg close all of the clamps and cycle the power again to get to "press go to start". The tsr advised the cg that air had entered the setup and that he would need to start over with all new supplies. The tsr advised the cg to inform the patient?s peritoneal dialysis registered nurse of the alarm and the patient line disconnecting. The cg would start over with new supplies. The hc was operational. Proper procedures were reviewed, and there were no lot numbers or samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.